Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time in use, the tubing separated from the filter. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info in was provided.

Manufacturer narrative:
An investigation is in progress. A follow up medwatch will be submitted when the investigation is complete. This report represents all the info known by the reporter upon query by hospira personnel.